Manufacturer narrative:
The pump passed the functional testing, including the self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error, watchdog set test failure or unexpected blank display noted during testing. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed with a watchdog set test failure. The customer received the alarm after every battery change. The alarms began to occur since last week. The patient's blood glucose at the time of incident is unknown. The insulin pump screen was blank at the time of call. The insulin pump was returned and replaced.